Event description:
Silicone breast implants were explanted. Both implants had ruptured and silicone material had exuded out. Both specimens showed capsular disruption with silicone material exuding out. Sticky silicone material is adherent to the capsular tissue. Adherent fibrous material shows sheets of foamy histiocytic cells as well as sheets of lymphohistiocytic cells and congestion. Sections taken at multiple levels show hyalinizing fibrous scarring as well as calcification and diffuse chronic inflammation of the capsular tissues. (Same rptr as medwatch 1000430.)